Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Update to blocks d4 and h4 based on most probable lot number.

Event description:
It was reported that the patient's superion implant was explanted due to an unknown reason. No further information has been obtained.

Event description:
It was reported that the patient's superion implant was explanted due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to follow up 1 MDR in block d6b. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's superion implant was explanted due to an unknown reason. No further information has been obtained.